Event description:
It was reported that the implantable neurostimulator (ins) system was explanted on (B)(6) 2013 and replaced with another by a different manufacturer. It was noted that the system was removed due to a lead fracture that caused the patient to lose stimulation. It was noted that on some occasions the patient would get shocked from the system. It was noted that at the same time the device was removed, the patient also had some vertebrae kyphoplasties. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical product: product ID 3778-45, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2012-(B)(6), product type lead product ID 3778-45, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2012-(B)(6), product type lead, (B)(4).